Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and hypertension are known adverse events listed in the promus instructions for use. Additionally, the instructions for use states that at overlapped lengths up to 68 mm, the promus stent can produce a nonclinical maximum local temperature rise of 3 degrees c at a maximum whole body averaged sar of 2.0 w/kg (normal operating mode) for one sequence of 15 minutes during MRI scanning. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during an MRI which was recommended by the patient's physician, the patient began to complain about a burning sensation in her heart where 2 promus stents had previously been implanted. The burning sensation lasted for about 30 minutes after being removed from the MRI machine. Reportedly the patient also had an elevated blood pressure which went down. No adverse patient effects were reported and the patient left the facility feeling fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow up report will be submitted with all additional relevant information. The 3.0 x 18 mm promus stent is being reported under a separate medwatch report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.